Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown intrathecal medication via an implantable pump for non-malignant pain. It was reported that the patient had an infection in the pump pocket. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was explanted and discarded. The pump was replaced on (B)(6) 2021. The issue was resolved at the time of this report and the patient's status was "alive- no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.